Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 2.75 x 38 mm xience prime stent was deployed when a dissection occurred. A xience v was used to cover the dissection and the procedure was successfully completed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.